Event description:
It was reported that adhesion issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that at approximately 9:30 a.m., the patient took a nap in a hammock. When she woke up, she experienced a seizure due to hypoglycemia. The patient's parent stated that she was not wearing her sensor because it had fallen off earlier that day after she had been swimming. The parent reported that the patient was without a sensor for a couple of hours because they didn't have an extra sensor available to apply. The parent was unable to provide the exact number of hours the patient was without the sensor but confirmed that it fell off that day and that she was not wearing a sensor for a couple of hours. The patient's mother called 911 and checked her fingerstick blood glucose, which was 40 mg/dl. The patient was treated with baqsimi (nasal glucagon) and glucose tablets by the mother. The patient's mother then took her daughter to the hospital for further evaluation. Upon arrival, the medical staff checked her fingerstick blood glucose, which was 170 mg/dl. No additional medication was administered at the hospital because the patient's blood glucose level had already returned to a normal range. The patient was discharged the same day at approximately 2:00 p.m. At the time of discharge, her fingerstick blood glucose remained at 170 mg/dl, and the patient was reported to be in stable condition with no further issues. No other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.